Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to ¿short latex dwell time" or "latex dip speed out too slow". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ''do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.''

Event description:
It was reported that the three-lumen urinary catheter fell out. Customer stated that about 5cm of the catheter was protruding on (B)(4)2022. There was no resistance to pull out the urinary catheter and it was suspected that the balloon had ruptured. It was stated that after the catheter was taken out, the catheter was checked again and the water bag was filled with water, and it was found that there were blisters on the balloon and the water leaked directly. Patient experienced increased discomfort during urination and patient was replaced with new catheter. Per follow up via ibc on 24jun2022, blisters refers to pinholes on the balloon. Per follow up via ibc on 27jun2022, there were no missing pieces left in the patient's body.